Event description:
Additional information received indicates that this right atrial (ra) lead had 39.7 centimeters (cm) fully insulated cut at both end and the connector end was detached. Ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to erosion or infection and sinus node dysfunction with documented chronic symptomatic bradycardia. The patient experienced fever, chills, and site soreness. Patient was found to have (B)(6) bacteremia and necrosis. At first, the patient was given antibiotic and symptoms were temporarily resolved. However, the past few week symptoms of infections had recurred but blood cultures have shown no growth, thus system extraction was push through. During extraction, there was discharge of grey/brown purulent material and the pocket was fibrotic and necrotic. There was evidence of fibrosis or vegetations removed on the ra lead. Throughout the procedure, patient's hemostasis was excellent and the pocket was irrigated with antibiotic solution. The patient's heart rate was in the mid 40's but with good blood pressure. There were no additional adverse effects reported. The product was explanted.